Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted a gouge in the peripheral area of the iol after it was inserted into the eye. The incision was enlarged to facilitate removal of the iol.